Event description:
A non healthcare professional reported with a description of intraocular lens would not advance. Also stated that the lens was stuck behind the plunger. Would not advance. Blue part came forward but left the lens behind. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).